Event description:
It was reported that a folfusor's reservoir ruptured during filling. The device was being filled with a solution of fluorouracil. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination of the unit determined that the reservoir ruptured in a non-footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. Markings were detected on the exterior surface of the reservoir near the rupture line. The root cause was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.